Event description:
A malfunction was reported on a pump by a caller. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, and the malfunction did not recur after the reset. The customer was advised that they could continue using the pump and instructed to call back if any issues reoccurred.